Event description:
Support analyst spoke with the site who reported a patient coded at 17:32 hours the night before. They alleged they had an issue with a vent alert message not going to one of the nurses.